Event description:
It was reported that the balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon was advanced for dilatation. However, upon first inflation at nominal pressure for 40 seconds the balloon ruptured. The device was removed and the procedure was completed a different device. No complications reported and the patient was in good condition after the procedure.